Manufacturer narrative:
The pump was evaluated by the pal at baxter, and the reported condition of freeflow could not be confirmed nor duplicated. The pump is operating as designed. Review of the pump event history, indicated that no events occurred on the reported incident date 2007. However, on a week later, the pump was programmed at 6 ml/hr ran 32 minutes delivering 3.2 ml, then the pump was powered off. No other infusions at 6 ml/hr were found in history. Accuracy testing was performed, and the pump passed all accuracy tests. No freeflow occurred during the accuracy tests. The pump head module (phm) was examined for signs of damage, wear, or fluid intrusion and none was observed. A keypad check was performed, and all keys were operating correctly.

Event description:
A facility reported an infusion pump that allowed 100 micro liters of insulin to flow freely into the patient. The event was reported to have occurred during patient use. At 17:49 (patient glucose reading was 140), at 17:50, 2 amps of d50 were administered to the patient and the glucose reading was 490. Glucose was monitored at 18:22 (reading=252) and at 19:14 (reading=147). Finally, the patient is doing well, as discharged from the hospital and there has been no injury report after the discharged. After the incident, the pump was sequestered and eventually was sent to pal (product analysis laboratory) for evaluation.